Event description:
During evaluation, the bolus button was found to be unresponsive to button presses. This report is made based on the results of evaluation.

Manufacturer narrative:
This report is made based on the results of evaluation completed on 10/05/2011. (B)(6). During evaluation, the bolus button was found to be unresponsive to button presses. Unrelated to this issue, the display screen was found to be discolored and difficult to read.